Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745

Event description:
The patient contacted lfs (B)(4) on (B)(6) 2011 alleging an apply sample message on their one touch verio pro meter. The patient did not exhibit any symptoms or seek any medical attention due to the alleged issue. The customer care advocate (cca) walked the patient through the proper testing technique and the alleged issue was not resolved over the phone. The meter was replaced. The complaint is being reported since the alleged issue was not resolved over the phone.